Event description:
It was reported that this artificial urinary sphincter was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the cuff connecting tube was noted. All components were removed and replaced and no patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected and tested for leaks. It was noted that the component was scaled and presented folds, but no leaks were identified. The ballon was visually inspected, leak and functionally tested. Wear in its kink resistant tubing (krt) was noted; however, the component passed leakage and functional evaluation. The pump was visually inspected, leak and functionally tested. Wear in its kink resistant tubing (krt) was noted; however, the component passed leakage and functional evaluation. Based on the information available and analysis results, the reported clinical observations could not be confirmed.

Event description:
It was reported that this artificial urinary sphincter was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the cuff connecting tube was noted. All components were removed and replaced and no patient complications were reported.